Manufacturer narrative:
Block d2b: product code - additional product code qon. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al10016468, model/catalog description: tined lead kit, unique identifier (UDI) # (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with a recharge-free snm ipg elected to have their neurostimulator and snm tined lead removed due to unknown reasons. No patient complications were reported as a result of this event.